Event description:
Customer reported device has been giving high readings (274, 263 & 155 mg/dl). Customer went walking and device results remained high. Three days later, customer called doctor. Doctor's device = 90 mg/dl. Doctor gave customer oral medication. No controls were used. A request was made for return product and replacement product was sent.